Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. The phenomena were confirmed during incoming inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus does not likely a cause of the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the acoustic lens was peeled. Additional findings include the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the distal end had a scratch, and the adhesive on the bending section cover had a chip. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the acoustic lens was peeled. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.